Manufacturer narrative:
Failure analysis noted that the pump passed the rewind, basic occlusion, prime/ compromised force sensor system alarm and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside and passed. The motor may have had intermittent failure that was not detected during the testing. There was motion sensor test failure alarm. The pump had scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 54 mg/dl. The customer stated that the pump alarmed motion sensor test failure. The customer works in retain and carries a magnet around to remove clothing anti-theft sensors. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.